Event description:
Following a pulmonary vein isolation procedure (pvi) in the left atrium, a pericardial effusion occurred. An echocardiogram was performed at the end of the procedure which revealed a pericardial effusion. A pericardiocentesis was performed to stabilized the patient. The were no performance issues with abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.